Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) male patient receiving intrathecal bupivacaine (10mg/ml at 4.373mg/day) and morphine (40mg/ml at 17.493mg/day) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that hcp received a phone call on (B)(6) 2016, indicating that the patient was out of state and had been to the emergency room (ER) over the weekend. The patient went to the ER as he was feeling increasingly sleepy, where the patient was given narcan. It was noted that the patient got better, and went home the next day. The hcp was notified today ((B)(6) 2016) that the patient was increasingly sleepy and difficult to arouse, and the hcp was going to decrease his pump 20% when they found that a motor stall had occurred. There were multiple motor stalls, a stopped pump period may exceed tube set message; where pump started stalling on (B)(6) 2016 and was currently stalled since yesterday ((B)(6) 2016). Additional information received from the hcp reported that on (B)(6) 2016 the pump was programmed to minimum rate mode. The patient had a follow-up on (B)(6) 2016, where surgery was planned to replace the pump. The decision was to keep the pump at minimum rate mode and placed a fentanyl patch. The cause for the motor stalls was unknown, and the patient had not recently had an MRI. The patient had another follow-up appointment on (B)(6) 2016, where they would discuss options. The patient did voice decision to the hcp to have the pump removed and not replaced. The logs indicated that after another tube set message, the a motor stall recovery did occur on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.